Event description:
It was reported that the handpiece was set aside because of an unknown reason. There were no details available. The rep tested the handpiece and found the mount was loose.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. It was tested on a generator and found to be functional. The hand piece was disassembled and a torn acoustic isolator and moisture ingress were found. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.